Manufacturer narrative:
Correction is being made to b5 event description of the initial MDR. One more code being added to h6. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10.

Event description:
Correction to b5 of initial MDR: as reported for this event by the customer to the olympus representative, at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure when the scope was being withdrawn from the patient, the device detached and fell into the patient mouth. The device was removed from the patient¿s mouth and discarded. There was no delay to the completion of the procedure. The patient was not under general anesthesia. There is no harm or adverse impact to the patient. It is not known if the device and the scope were inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d10 and h6. D10, h6: information added to these fields that was inadvertently not included on the initial medwatch. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (maj-2315) and (B)(6) (tjf-q190v). This medwatch is for the patient identifier (B)(6). It is not known if any anti-fog agent was used for the scope lens, if any chemicals were used during the procedure that could adhere to the tip of the scope or the distal cap, if after attaching the distal cap to the scope an inspection was made for damages, and what steps were taken to ensure that the connection was secure. Additional education provide to staff and physicians for correct use of both devices. The device is discarded by the customer and will be not returned. As such, an actual device evaluation is not performed. An evaluation is done based on another lot of the same device, communication, and historical records. Device history records for the actual device could not be reviewed, since the lot number is not known. However, no manufacturing problems have been reported so far for the device. The actual device has not been returned; therefore, the cause for the detachment of the distal cap could not be clearly identified. Using a distal cover (lot. H1412), an attempt was made to replicate the issue. It was confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. In general, the reasons for the falling off of the distal cap are as follows: chemicals such as anti-fog agents adhered to the distal cap and were damaged by chemical attack, making it easy for the distal cap to come off the scope. The distal cap was easily removed from the scope due to insufficient attachment to the scope. When the distal cap was attached to the scope, and then damaged by pushing it diagonally, making it easy for the cover to come off the scope. As described in the instructions for use 7.3 attaching the distal cover (p.11 to p.13): please make sure that the distal cap (cover) is intact without any problem before installation, and it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Event description:
As reported for this event by the customer to the olympus representative, at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure when the device was being withdrawn from the patient, the distal cap detached and fell into the patient mouth. The distal cap was removed from the patient¿s mouth and discarded. There was no delay to the completion of the procedure. The patient was not under general anesthesia. There is no harm or adverse impact to the patient. It is not known if the device and the distal cap were inspected prior to use. The device was inspected by the facility post procedure with no defect detected.